Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on an unknown date between (B)(6) 2014 for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-04240.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Implant date ¿ unknown. Explant date ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2014 due to pain. During the procedure, the femur fractured while attempting to remove the modular head. The modular head, acetabular cup and stem were removed and replaced. A 30 minute delay occurred during the procedure.